Event description:
The "leakage in iab" alarm sounded from the pump. On 9/3/98, the following was reported to datascope: a loss of volume was noted in the balloon possible from the console. The balloon failed to augment and no blood was noted in the catheter. The iab was removed and another was not inserted. There was not pt injury or complication as a result of the event. The pt remained intubated and the chest was closed. [Event complications]: none from the event-reported 8/24/98 and 9/3/98. [Pt's current status]: improving-rpt'd 9/3/98.